Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Downloaded data from a (B)(6) year old male patient alerted zoll customer support on (B)(6) 2014 that the patient was treated at 07:19:08 on (B)(6) 2014. The patient was standing in the kitchen when the device started to alarm. The patient stated that he pressed the response buttons. The device alarmed a second time and the patient went to sit on his bed and he was treated. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment. Dual lead noise and artifact contributed to false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient continued to wear the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electronic belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4) - reuse; electrode belt sn (B)(4): 04/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf